Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor cracks on side of video connector, dents on distal edge, distal fiber breakage and image coloration on right corner of image. Based on the results of the investigation, it is likely that the following led to the malfunction: degradation problem. The most probable cause of the complaint is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a cut in cord/cable. The issue was found during reprocessing. There was no patient involvement.

Event description:
It was reported the subject device had a cut in cord/cable. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.